Event description:
It was reported that during a routine follow-up oversensing on the ventricular lead occurred when the patient leaned forward. The device was programmed to unipolar, and the oversensing did not recur. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.